Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain but nothing on the magnetic resonance imaging (MRI)") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion medically important), cognitive disorder ("significant cognitive disorders but nothing on the MRI"), migraine ("migraines not relieved by triptan"), heavy menstrual bleeding ("haemorrhagic periods 3 weeks out of 4"), tendonitis ("tendinitis"), hot flush ("hot flashes but not yet in menopause"), osteoarthritis ("osteoarthritis") and fatigue ("extreme fatigue") and was found to have weight decreased ("significant weight loss"). An unknown time later she experienced impaired work ability ("inability to work"). The patient was treated with triptan [oxitriptan]. Essure treatment was not changed. At the time of the report, the pelvic pain, cognitive disorder, migraine and impaired work ability had not resolved. The outcomes for heavy menstrual bleeding, tendonitis, hot flush, osteoarthritis, fatigue and weight decreased were unknown. No causality assessment was received for essure with regard to cognitive disorder, migraine, pelvic pain, heavy menstrual bleeding, tendonitis, hot flush, osteoarthritis, fatigue, weight decreased or impaired work ability. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): negative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. The most recent information was received on 17-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain but nothing on the magnetic resonance imaging (MRI)") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion medically important), cognitive disorder ("significant cognitive disorders but nothing on the MRI"), migraine ("migraines not relieved by triptan"), heavy menstrual bleeding ("haemorrhagic periods 3 weeks out of 4"), tendonitis ("tendinitis"), hot flush ("hot flashes but not yet in menopause"), osteoarthritis ("osteoarthritis") and fatigue ("extreme fatigue") and was found to have weight decreased ("significant weight loss"). An unknown time later she experienced impaired work ability ("inability to work"). The patient was treated with triptan [oxitriptan]. Essure treatment was not changed. At the time of the report, the pelvic pain, cognitive disorder, migraine and impaired work ability had not resolved. The outcomes for heavy menstrual bleeding, tendonitis, hot flush, osteoarthritis, fatigue and weight decreased were unknown. No causality assessment was received for essure with regard to cognitive disorder, migraine, pelvic pain, heavy menstrual bleeding, tendonitis, hot flush, osteoarthritis, fatigue, weight decreased or impaired work ability. The reporter commented: new health autority reference number received: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.